Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited low shock impedance measurements less than 30 ohms three weeks post implant. The specific measurement was unknown. Shock impedance measurements at implant were noted to be 40 ohms. It was reported that the patient was undergoing dialysis treatments. Technical services (ts) discussed potential causes and requested a copy of device data for analysis. Additional information was received that measurements were checked the following day and were noted to be 45 ohms. No adverse patient effects were reported. This device remains in service.